Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the master tool manipulator (mtm) and performed calibration. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned from the field with reported errors 23008 and 22033 on the right mtm wrist yaw axis. The following faults were reported and successfully replicated during in-house testing: 22033_persistent_mtm_homing_failure_homing and 23008_eevt_potenc_lim_mtm_wrist_yaw. The unit was installed on the surgeon side console fixture test platform (sftp) and failed during the "verify encoder calibration" test with the following message: verify encoder cal - oy, sh, el and plat error: verify encoder cal - oy, sh, el and plat error: system is faulted and unable to recover. Associated error codes: eni 1121 ¿ ac_err_amp_on_request_in_frl (ac_7a, mcer) rel 23008 ¿ eevt_potenc_lim (mcer). A recalibration sequence was then performed. The unit failed during the home manip test with the following message: home manip error: exception: home manip: unsupported operand type(s) for +: 'nonetype' and 'str' associated error codes: adv 22032 ¿ log_mtm_homing_failure (scc). Failure analysis identified that the axis 6 encoder magnet had become displaced (popped up) from its intended position and was sliding up and down the shaft. This condition caused encoder instability and resulted in calibration and homing failures. A visual inspection was performed. The following observations were made: the flat flex cables (ffc) on the mcmbdl was found loose. No external mechanical damage, contamination, or other abnormal conditions were observed. Based on the investigation findings, failure analysis concluded that the displaced axis 6 encoder magnet was the most probable root cause of the reported event. The probable root cause can be attributed to a component failure on the master tool manipulator (mtm). This issue can be resolved by replacing the part.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 22033 occurred repeatedly. The technical support engineer (tse) checked the error logs and found error 23008 on the right master tool manipulator (mtm), wrist yaw axis and error 22033 after rebooting the system. Reportedly, the user tried to reboot the system and perform a hard power cycle of the system. Prior to calling, the customer already converted to laparoscopy. The procedure was converted to laparoscopic surgery with no reported injury.